Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial lead exhibited oversensing of noise resulting in inappropriate automatic mode switch episodes. The noise was not reproducible in clinic. Programming changes were made. The patient was in stable condition.